Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient met with the manufacturer representative (rep) 2 weeks prior who told the patient he might need to do program adjustments due to his scar tissue. He called for help to make adjustment with his patient programmer and indicated that the wanted the adaptive stimulation to feel seamless. He stated when he met the rep everything was fine, but last week friday or saturday he started having issue and was feeling pain in his back. Stimulation output changed unexpectedly. The patient discussed feeling stimulation all the time in all positions but stopped feeling it when standing and lying down, he only felt when sitting now. It was noted that the patient had done some golfing. During troubleshooting it was discovered the patient programmer needed new batteries. The patient stated he had not used the programmer and did not realize the batteries would need changing. They changed the batteries and that resolved the issue. The patient was able to make adjustments and he was happy with but was concerned the level was so high as compared to what he had been using. They increased to 5.8 in upright position standing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.